Event description:
It was reported that the insulin pump had a crack around the reservoir compartment that started as a small crack, which now ran from the esc button to the back of the insulin pump. The blood glucose reading was 79 mg/dl. The customer's mother stated that she noticed that the insulin pump was leaking and making weird noises when she pressed buttons, which was when she realized that the crack had gotten much bigger. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube window and tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.